Event description:
Related manufacturer reference numbers:(B)(4). It was reported that the patient presented remotely via merlin.net. Upon review of transmission, it was found that the right ventricular lead exhibited noise and the implantable cardioverter defibrillator exhibited post sensed t-wave over-sensing. Programming changes were made. Patient condition was stable.